Event description:
It was reported that there was a malfunction on the pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, but the malfunction recurred. Consequently, customer reverted to using multiple daily injections as a backup therapy to ensure continuous insulin delivery.